Event description:
During a pneumonectomy procedure the stapler malfunctioned. The stapler worked fine for the first staple load, but not for the second. The lever on the stapler was squeezed 3 times and then an unusual "pop" sound was heard. The stapler malfunctioned in that the staples released unformed and did not seal. Significant bleeding resulted. Or time extended and patient required additional monitoring after surgery to repair the bleeder.